Event description:
It was reported that the patient underwent lead revision and the high impedance resolved. The lead has not been returned to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was observed when interrogating the device. Output current stated to be ok. Per the company representative, the physician believes the cause of the high impedance is related to neck jerking during seizures, however no direct trauma or manipulation of the site has been reported. X-rays were taken and per the physician, everything looked to be intact. Surgery is being planned however an exact date has not yet been set. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
New information was received confirming the explanted lead was discarded after the revision.